Manufacturer narrative:
This is a follow up to emdr 9617229-2023-17149. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breast mass is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast mass and rupture.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area" with no form of surgical treatment or reoperation mentioned and raynaud's phenomenon which is considered not device related. This record represents the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d4, h4, h6.

Event description:
Patient reported right side lump or thickening in or near the breast or in the underarm area" with no form of surgical treatment or reoperation mentioned (considered minor in severity). The report of raynaud's phenomenon is considered not device related. The right side implant was confirmed intact upon explant; there was no rupture. The device has been explanted.